Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 400 mg/dl less than 4 hours after the pod was activated. Upon inspection, she noticed the cannula was not properly inserted into her skin and there was also insulin leaking.